Manufacturer narrative:
The account replaced the sidecom board to repair the bed.

Event description:
The accounts engineer alleged that the pt positioning monitor (ppm) will alarm at the bed, but it does not send a call to the nurse's station.